Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient could not get their ins to charge. They stated that up until the past month was good and after their unrelated surgery they did not have to use their ins but now needed to use it. The patient had last charged a month ago. The patient declined to troubleshoot on the call. They noted they were in horrific pain and wanted the unit to work again. The patient took one pill a week of oxy because of the pain and trouble walking. The patient had an appointment on december 8th. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.